Event description:
It was reported that a boston scientific sling was used during a transvaginal tape procedure performed on (b)(60 2014. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, during a routine follow up on (B)(6) 2014, results revealed that the patient had developed 2 centimeter mesh erosion through her vaginal wall. The patient will undergo another surgery for the excision of the mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device is not available for return; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.